Event description:
It was reported that the battery depleted prematurely due to extended charge time. The device was replaced.

Manufacturer narrative:
The field experience of extended charge time was verified in the laboratory. The cause of the extended charge time was a damaged high voltage capacitor. The device passed partial low voltage testing.